Manufacturer narrative:
Dexcom, inc. And FDA agreed during a facility inspection that any possible broken sensor wire was a reportable event, even in the absence of any evidence of physical harm or necessity for intervention.

Event description:
The patient's parent contacted dexcom technical support on (B)(6) 2013 and reported that on (B)(6) 2013, the sensor was removed on the date of insertion and the sensor wire remained in the patient's body. The sensor wire was removed with tweezers. No medical intervention was required. At the time of the call to technical support, the patient reported being in fine condition.